Manufacturer narrative:
Srom rev hinge tka. The components were inserted on (B)(6) 2016 as spacers as the first stage of a two stage revision for infection. Primary surgery was on (B)(6) 2014. Rev and spacer inserted as the first stage on (B)(6) 2016. Spacer extracted and 2nd stage revision undertaken on (B)(6) 2016. Photo of spacer x-ray is available. Update rec'd 14 september 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the upon removal of the antibiotic spacer the femoral and tibial components were found to be loose. At this time the femoral component is being reported for loosening. The complaint was updated on: 13/10/2016. X-rays were reviewed as per wi-7915 and no implant fracture or disassociation were noted. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Addendum added 18-october-2016. Following receipt of medical records, the complaint was re-opened and the records reviewed through (B)(4). No further investigative information was received and no further investigation was completed. No changes were required to the previous investigation conclusions. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Srom rev hinge tka. The components were inserted on (B)(6) 2016 as spacers as the first stage of a two stage revision for infection. Primary surgery was on (B)(6) 2014. Rev and spacer inserted as the first stage on (B)(6) 2016. Spacer extracted and 2nd stage revision undertaken on (B)(6) 2016. Photo of spacer x-ray is available. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the upon removal of the antibiotic spacer the femoral and tibial components were found to be loose.